Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air sensor and dso seal were unattached and falling off. Device must be sent to ICU for further evaluation and repair. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the air sensor and downstream occlusion (dso) seal were unattached and falling off¿ was confirmed through visual inspection. The probable cause was unknown. Further investigation found upstream occlusion (uso) seal delaminated, battery compartment. Replaced dso seal, uso seal, and air detector. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed air detector test and verify air detector height. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.